Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump buttons don't work (pca dose). Per reporter, the event occurred, while in patient use, during administration. No patient harmed reported.

Manufacturer narrative:
One device was returned for repair with complaint that the buttons for patient-controlled analgesia do not work. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. Review of event log did not confirm the complaint. The reported issue was not reproducible, and the cause could not be determined. Preventively, replaced the keypad. Performed all function tests and all passed.